Event description:
Edwards certitude delivery system balloon rupture. Pt experienced an aortic tear and expired. All test findings were supportive of the medical history listed below. FDA safety report ID# (B)(4).